Event description:
It was reported that the insulin pump alarmed motor error during prime. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. However, pump will not be replaced by a consignment pump because the pump is out of warranty. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to functional testing due to motor error alarm. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.